Event description:
Customer reported an issue with the time setting on their pump, which was six minutes off. There was no adverse impact to the customer¿s blood glucose level from this discrepancy. Cts assisted the customer in updating the pump time and advised them to monitor for any future discrepancies greater than five minutes, with a plan to follow up if the issue recurs.